Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n294894, implanted: (B)(6) 2012, product type: accessory. Product ID: 8731sc, serial#(B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported an alarm was heard and telemetry confirmed a critical alarm occurred due to zero milliliter reservoir volume reached. A missed refill had occurred. The logs showed the empty reservoir alarm occurred on the event date. The patient had been seen in the ER (emergency room) several times since then because of increased pain. A pump refill was performed on the date of this report. The pump was successfully filled and updated. In terms of how the patient was now doing, they had recovered without permanent impairment. The device system was used to deliver dilaudid.